Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro 2 device, the short port btt would not allow co2 to enter and maintain the radial tunnel after dissection. The insufflator was checked and a replacement short port btt was used from and evh accessory kit; however, the replacement btt was not successful. The procedure was converted and the forearm was opened to harvest the radial artery. Refer to MFR report # 2242352-2013-00994 for the related report for the second device that was used.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance record in the lot history. (B)(4).